Event description:
Information was received indicating that a smiths medical cadd high-volume administration set was leaking. It was reported the medication was leaking out of the medication injection site. The reported infusion prescription was sodium chloride 0.9% 50ml bag, nafcillin sodium 10gm bulk vial. It was reported that the "medication bag and tubing were returned to pharmacy and investigated to be true." No adverse patient effects were reported.